Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported they fell on their ins on (B)(6) 2017. After the fall, the patient felt "zingers" and the patient described it as "nerve type sensation". Patient reported that stim does feel different since the fall. The patient had an xray which showed nothing of concern to dr. Patient states they think maybe the therapy is working "better" since the fall. After the fall, the patient turned stim off and turned stim back on (B)(6) 2017. The patient had to turn stim down because it felt too high. The event is a sudden change in therapy/symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient states stim is felling normal.